Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile trufill dcs was in tangled condition inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was received unzipped without damage, the support coil, gripper and embolic coil were found outside of the introducer. The support coil was found kinked. The gripper was found damage and the embolic coil was still attached to the gripper without damage. The gripper was inspected under microscope and it was found burst. The gripper was inspected under microscope and it was found burst. The unit was send to the sem analysis. The sem results showed that the gripper external surfaces exhibited evidence of abrasions near the tear edge. The exact cause of the burst could not be conclusively determined. No evidence of cutting characteristics was noted in the gripper surface. The functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "failure to detach" could not be evaluated due the conditions of the received unit. The cause of the damages found on the device could not be conclusively determined. Neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. Additionally, inspections are in place that prevents this type of damage from leaving the facility. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the orbit rdfl complex standard failed to detach. The procedure was coil embolization for bilateral internal iliac artery (prior to aaa stent grafting), the coil orbit rdfl complex standard (B)(4) could not be detached by red zone. The catalog/lot number of the dcs syringe was unknown. The coil was successfully removed and changed to other new coils. The procedure was completed without any patient injury with other coils. The products were stored per labeling instructions, and the product packages (inner or outer) were not damaged. A dedicated saline source was utilized to fill the syringe. The issue was that the syringe could not detach the coil, and no leaks (valve, barrel, extension tube, luer hub connection, etc) were noted. The alternate detachment zone (red) was utilized, but not exceeded. Other than the reported event, no other damages were noticed in any section of the device (coil unraveled, stretched, kink, bend, fracture, separated, etc). The vessel was not calcified and not tortuous. There was no report of injury to the patient. A non-sterile trufill dcs was in tangled condition inside of a plastic bag. The hypotube was inspected and kinks were found on it. The introducer was received unzipped without damage, the support coil, gripper and embolic coil were found outside of the introducer. The support coil was found kinked. The gripper was found damage and the embolic coil was still attached to the gripper without damage. The gripper was inspected under microscope and it was found burst. Sem results showed that the gripper external surfaces exhibited evidence of abrasions near the tear edge. The exact cause of the burst could not be conclusively determined. No evidence of cutting characteristics was noted in the gripper surface. The functional test could not be performed due to the conditions of the received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "failure to detach" could not be evaluated due the conditions of the received unit. The cause of the damages found on the device could not be conclusively determined. Neither the DHR review nor analysis suggests that this issue could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of damages from leaving the facility. The records indicated that the product meets specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. The complaint of failure to detach could not be confirmed due to the condition of the returned device. The (B)(4) revealed damage to the gripper that may have contributed to the reported event. There exact cause of the damage to the gripper could not be determined. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported failure to detach.

Event description:
The procedure was coil embolization for both internal iliac artery (prior to aaa stent grafting), the coil orbit rdfl complex standard ((B)(4)) could not be detached by red zone. The catalog/lot number of the dcs syringe was unknown. The coil was successfully removed and changed to other new coils. The procedure was completed without any patient injury with other coils. The products were stored per labeling instructions, and the product packages (inner or outer) were not damaged. A dedicated saline source was utilized to fill the syringe. The issue was that the syringe could not detached the coil, and no leaks (valve, barrel, extension tube, luer hub connection, etc) were noted. The alternate detachment zone (red) was utilized, but not exceeded. Other than the reported event, no other damages were noticed in any section of the device (coil unraveled, stretched, kink, bend, fracture, separated, etc). The vessel was not calcified and not tortuous.